Manufacturer narrative:
Unit received cracked and bleeding lcd glass, cracked lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack in insulin pump display. Customer's blood glucose level was unknown. The device will be returned for analysis.